Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the distal right coronary artery with moderate tortuosity and moderate calcification. After crossing a whisper guide wire, the 2.5 x 15 mm voyager nc balloon was advanced to the lesion and inflated to 10 atmospheres, for 10 seconds. During the second inflation at 10 atm for 20 seconds, the balloon ruptured. A new voyager nc was used to complete the procedure, and there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper ms. Guide cath: heartrail jr3.5. The product was not returned for analysis and may have aided the investigation. There was no report of any leaks noted during preparation for use and the balloon was initially pressurized once without incident, indicating that the balloon was not damaged prior to the procedure. Additionally, the lesion was moderately tortuous, moderately calcified and 99% stenosed, which may have contributed to the reported difficulty. In this case, the balloon material likely became damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion such that upon the second inflation attempt, the balloon ruptured. Based on the information provided, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4).